Event description:
A us distributor contacted zoll to report that a pt experienced a defibrillation event. The treatment was delivered at 10:04:29 on (B)(6) 2015. The ECG at the time of the shock is not available for review. The pt was at home sitting on his porch at the time of the event and was conscious and reported that he pressed the response buttons. A review of the data download reveals that the response buttons were pressed after the treatment was delivered. The pt did not seek med attention and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device eval of monitor sn (B)(4) has been completed. A review of the pt's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered a treatment defibrillation. The associated ECG strips of the treatment event could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm that the treatment was appropriate, we are reporting this event out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Root cause investigation into the sd card fault is underway. Device manufacture date: monitor sn (B)(4) (reuse), electrode belt sn (B)(4) - 03/2014 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/pb10030b.pdf